Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the fourth and fifth most distal stent strut rows; struts were lifted and bent back in a distal direction. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 28-may-2018. It was reported that crossing difficulties were encountered. The target lesion is located in a moderately tortuous and moderately calcified coronary artery. A 3.00 x 16 synergy¿ stent was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage.